Event description:
Analysis of the returned device revealed that the cannula was damaged and bent. It was reported that the patient¿s blood glucose level rose above 400 mg/dl while wearing the pod on the hip/buttocks between 4 and 24 hours. It was initially reported that the pod was leaking insulin.

Manufacturer narrative:
The device was received fully deployed. Inspection of the fluid path found fluid was able to freely flow the complete fluid path and no evidence of the reported leak was observed. No damages or defects were observed that would contribute to the reported leaking during wear. During investigation, the exposed portion of the soft cannula was observed to be stretched and flattened, resulting in the soft cannula length measuring out of specification. The exact timing and cause of this damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: phone_control_iosomnipod software app version: 2.1.0operating system: 26.3hardware: iphone13.1cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.